Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation by their right atrial (ra) lead. It was further reported that the patient developed low blood pressure overnight post-implant and cardiac tamponade. Pericardiocentesis was performed and blood was removed without resolve. The patient was placed on bypass and the perforation was surgically over-sewn. The ra lead remains in use. No further patient complications have been reported as a result of this event.